Event description:
Tech alleged the intermediate siderail had a torn user label that allowed fluid ingress that shorted out the board. The siderail stopped functioning. Tech replaced the user control module board and caregiver label to repair.